Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the top case being unintentionally damaged; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: date of event is unknown.

Event description:
It was reported that the unit needed new top chassis. There was unknown patient involvement.